Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited high threshold measurements. The device is programmed to left ventricular (lv) pacing only. 06/30/2004: guidant received additional information that at the next follow up the rv thresholds increased to greater than 7.5 v at 2.0 m sec along with a decrease in rv impedance from 1800 ohms to 600 ohms. The right ventricular sensing and the right ventricular shocking impedance were stable compared to baseline.